Event description:
Reference number: (B)(4). Event occurred in united states. On (B)(6) 2024, it was reported that the patient faced infusion set was leaking from quick release site and patient had high blood glucose levels on (B)(6) 2024, therefore sensor was updating and change sensor alert on (B)(6) 2024. The infusion set was in use for 4 days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.